Manufacturer narrative:
(B)(4) date sent: 07/10/2025 d4: batch #139d59. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: regarding " instrument could only be used once." 1. Did the device staple? 2. If yes, was the staple line complete (full length)? 3. Did the device cut the tissue? 4. Was there a patient consequence? 5. Was the device locked on tissue with the jaws closed? 6. If yes, what steps were taken to open the jaws? 7. If the jaws could not be opened, how was the device removed? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with the handle shrouds partially opened, and with no reload present. The handle shrouds were removed and were found to be damaged. It is possible that the damage on the handle shrouds was due to improper handling of the device. The manual override door out of position and no present; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device pve35a lot number c9ed7a and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 139d59, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown thoracic procedure, the device was stacked properly but then no more. The opening and closing worked properly. The user was familiar with the handling of the instrument but the instrument could only be used once. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.